Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a follow-up in-clinic. Their implantable cardioverter defibrillator exhibited backup-vvi mode from event queue overflow. Programming changes were performed successfully. There were no patient consequences.